Event description:
It was reported that the ventilator had fallen. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received service report, the device tipped over and fell on the floor, while device was in standby. The device needed replacement of several parts (expiratory valve coil, pneumatic back-plane board, traction spring, locking handle, pull magnet incl. Bracket, spill protector, inspiratory pipe, guide system, control cable and lid) after it became magnetically attracted to an MRI scanner. After replacing the parts, the device passed all safety and functional tests and was cleared for clinical use. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment and are included as part of the "mr environment agreement". Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked or if the ventilator is placed inside the safety line. It is unknown if the gauss safety line was marked on the floor and if the wheels of the ventilator were locked or if the device was secured in a strap from the wall. However, according to the technician, the ventilator was moved inside the safety line. Our conclusion is that the incident is caused by the user, not following the requirements for use of the ventilator in mr environment. However, the exact root cause has not been established. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).